Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the vertek arm for the navigation system was loose. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The vertek arm was returned to the manufacturer for analysis. The instrument was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The FDA codes were updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.